Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be specified. The event can be detected/prevented by following the following warning on insufficient reprocessing: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). Follow up in progress to obtain the information regarding hygiene microbiological investigation (hmi) report and cleaning, disinfection and sterilization (cds) from the customer. The device was returned to olympus. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel were tested and there was no microbial detection. The returned device was evaluated and there were few findings. The scope cover plate was detached. Adhesive on bending section cover had wear. The coating of the connecting tube was peeled. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera gastrointestinal videoscope tested positive for contamination. Despite repeated washing including testing, germs were found. During reprocessing, staphylococci were found at the distal end and the auxiliary channel. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted for additional information received from customer. Please see update to b5. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer further reported that the affected device was quarantined after the first positive findings. Before the next two tests, the device was reprocessed. The device always tested positive with the swab at the distal end. Upon receiving the device back from olympus after inspection, it was noticed that the inside of the device had a small circular hairline crack (matching the positive findings). The customer will be testing the device again.